Event description:
It was reported that the device and lead were implanted after the use-before-date. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2008. (B)(4).